Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the system pcba was the cause of the reported issue. The system pcba is no longer available, the customer was advised and the device was returned unrepaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.